Manufacturer narrative:
The customer ordered a new footswitch. A visual assessment of the returned footswitch showed normal wear and debris in and around the treadle. There are small white streaks and an unk looking bump on the heel side of the footswitch. The returned footswitch was tested and passed all functional testing. The system message reported was not duplicated. The root cause cannot be determined in this investigation. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequence or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed and the footswitch functions were not available. Additional info from the nurse stated the pt was in the room and prepped. The nurse attempted to troubleshoot the issue and could not clear the system message. The footswitch was switched out and the case was completed as planned. The case was delayed for about 20 minutes. No pt injury was reported.